Event description:
A malfunction was reported on the customer's pump. There was no reported adverse impact to the customer. The pump was replaced to resolve the issue, and the customer will use a backup insulin pump for insulin therapy until the replacement arrives.